Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient stated the therapy was not as effective as it used to be. Agent asked if patient has tried different group/program options and patient said they had tried the 3 different therapy settings available and the one that they found most effective at first hadn't been doing much at all and a different one had been providing some relief but it had never been as effective as the first one they used to keep it at. Patient noted they used to use group b but now use group c. Patient mentioned that when they turned the stimulation up they kind of felt it in their stomach and not in their leg. Patient added that they had to turn up the different programs on different settings to feel anything and if they got it too high they would feel it in the stomach. Patient said they have had this issue going on since around the time the ins was placed and their provider directed them to turn stim up to where they can feel it and then turn it down a bit. The patient was redirected to their healthcare provider to further address the issue.